Event description:
It was reported that the impedance on the right ventricular lead was high. The atrial lead threhold was high due to chronic dislodgement. The atrial lead was also reported to have exit block. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the impedance on the right ventricular lead was high. The atrial lead threshold was high due to chronic dislodgement. The atrial lead was also reported to have exit block. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary #(B)(4). The proximal segment of the lead was returned, analyzed, and the lead outer insulation had a breached depression. It was also noted that the lead outer insulation had a cosmetic depression, the lead outer insulation had a white substance, and the conductor had blood (not obstructed). (B)(4). The proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the conductor was fractured due to overstress,the outer insulation had a cosmetic depression, there was a white substance on the outer insulation, the lead was stretched, and the lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l device: 7274 implantable defibrillator (B)(6) 2002. (B)(4).